Event description:
It was reported that bd alaris smartsite extension set was occluded the following information was received by the initial reporter with the verbatim 20039e the pipeline is blocked

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Investigation results: fifteen 20039e samples were received for investigation, four of which were received in opened packaging from lot 22065466, furthermore one empty 20039e packaging was received from lot 22075104; the remaining eleven samples were received without packaging. None of the samples appeared to have any residual fluid present, and in each instance the protective cap was still in place. A visual inspection of the returned samples did not identify any obvious product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were further subjected to functional testing by attempting to prime using a 50ml bd plastipak syringe; in eight of the samples the customer's experience was confirmed with occlusion identified, however in two of the samples the occlusion was able to be overcome after several attempts of disconnecting and reconnecting. In the six other occluded samples a closer inspection of the piston confirmed that it remained closed despite the connection of the syringe. During testing of seven of the samples, no occlusion or flow restriction was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that at the start of the assembly process the manufacturing operative is required to measure whether a sufficient amount of flourosilicone is being injected into the smartsite; however during a review of the production records for lot 22065466 and 22075104 no in-process testing failures or quality deviations were identified which may have resulted in a report of this nature. Since the manufacture of the reported lot, improvements have been implemented to the fluorosilicone weighing procedure, with the implementation of a new fixture. Furthermore the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months.

Event description:
No additional information.